Event description:
It was reported that the catheter was cracked at the proximal edge of the pta balloon. The device was retracted without incident. Another balloon was used to perform the procedure. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned for evaluation. The investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon glue joint. The circumferential outer shaft break observed during the evaluation was likely perceived by the customer as a crack. The edges of the break were jagged, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event. However, the definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.